Manufacturer narrative:
Zoll has received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed when the product investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) was serviced at the customer site for preventive maintenance. As part of routine service, the thermogard xp console was functionally tested and displayed a tcmid: 06 (ce post failure) error message.

Manufacturer narrative:
Preventive maintenance for the console was performed at customer's site. During functional testing, tcmid: 06 (ce post failure) error message occurred due to a faulty cooling engine heater. As part of routine service during testing, the console was examined and found intake panel air filter, screws at top lid and seal prime switch are missing. In addition, rotor head handle, cold well cap gasket, bumpers, white rollers, drip tray gasket and window display are damaged. The missing and damaged parts were replaced to address the issue. The thermogard console is a reusable device and was manufactured in 2012 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(4).